Event description:
Healthcare professional reported patient was injected to the malar with juvederm volbella with lidocaine. Twenty-eight days later patient was injected to the malar with juvederm ultra plus xc as well as concomitant injection to the same site with juvederm ultra xc. Two days later patient developed pain, "pulsatile edema, right malar region, nodulation", upon review "2 hardened plates (nodules)" were noted. Patient was treated with deflazacort and analgesics. Symptoms improved for 24 hours but then recurred with right malar induration. Three days later patient was treated with led therapy and hyaluronidase diluted with lidocaine. Patient was prescribed azithromycin and tavaflox for "biofilm prevention and facial infection". Five days after symptom onset patient was hospitalized and treated with flagyl, tramal and two other illegible medications patient was released after 3 days with a recommendation to visit an endocrinologist. Two days after release patient presented to injecting physician with same symptoms and was treated with hyaluronidase. The deflazacort was discontinued and replaced with prednisone. Symptoms resolved 14 days after onset. This is the same event and the same patient reported under MDR ID#3005113652-2015-00259 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device manufactured by allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, edema, palpable hardening nodule, "facial infection:, diffuse redness, and intense burning are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden are registered as conforming to the specifications. The sterilization cycle is registered as conforming.